Event description:
The pt reported that subsequent to the implant of a protegen sling, pt experienced complications and was injured and damaged, and the device was removed. The device was not returned for eval.